Event description:
It was reported that the patient was hospitalized due to pain around the implant site. It was recorded that the patient experienced no trauma, no discharge, no temperature and no swelling. The patient was treated with antibiotics (type unk) for five days as a precaution. The patient was discharged from the hospital. When more info becomes available, a supplemental report will be submitted.